Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was clogging of the balloon channel (bw-tube) and foreign material came out of the distal end. It is likely that the foreign material could not be removed due to physical damage of the device. As to the identification of the foreign material, it could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. In addition to the foreign material clogging the inside of the balloon channel tube, the evaluation findings are as follows: due to damage on the channel tube, water tightness was lost, the image guide bundle had a stain, the distal end was shaved, and the bending section cover adhesive was detached. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis eus ultrasound bronchofibervideoscope had a hole at the distal end. The issue was found during reprocessing. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: due to clogging of the balloon channel, foreign material appearing to be blood or human tissue residue came out of the distal end.